Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from a broken stay safe pin during their pd treatment. The patient noted that their bed and flood were wet. The patient reported receiving an air detected in cassette alarm during fill 1 of treatment and the treatment was cancelled. The cause of the leak is unknown. The patient had already followed up with their peritoneal dialysis nurse (pdrn). Upon follow up, it was noted that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not complete treatment the night of the event. There was no patient serious injury or medical intervention required as a result of this event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.